Manufacturer narrative:
This medwatch is submitted to send the results of the investigation: this medwatch complete the informations provided in the MDR reference 3004788213-2018-00050. Product was returned without decontamination form which prevent it's examination. The review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information initially provided, the problem came from the hospital technician who exceeded the threading limit causing the implant to fall off the inserter. Another implant was used and no delay was reported. The surgery was completed successfully with another implant of the same size. No impact on the patient. As mentioned in the surgical techniques : step 9 take care to stop threading as soon as full contact is achieved to avoid premature opening of the peek cartridge and releasing the implant. The investigation found no evidence to indicate device issue. Root cause: mishandling during implant assembly on the inserter. Returned in incomplete state.

Event description:
Mobi-c p&f us: disassembly. It was a cervical disc replacement. Issue occured while loading the implant on the inserter. As described by reporter : the hospital surgical technologist threaded the implant off the inserter . Another implant was used to complete the surgery successfully. No impact on patient.